Manufacturer narrative:
UDI = (B)(4); in absence of a returned product our investigation has concluded. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that based on a previous longevity assessment, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had been scheduled for a routine replacement. When the device was interrogated prior to the replacement, the battery indicator was not as expected based on the previous evaluation. Boston scientific's technical services (ts) was contacted to review data and provide a technical explanation. Ts stated that this is an anomaly resulting from a longevity estimated calculation while within this phase of the battery life, vs an actual battery voltage calculation which is used in the later stages of battery life. Ts additionally confirmed the battery voltage was exhibiting normal depletion and no unusual behavior was noted. The device was replaced as scheduled however will not be returned for analysis, as was given to the patient per request. No resulting adverse patient effects were reported.